Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report damage to the reservoir. Customer reported that the tiny white cap on the reservoir was crooked, and, therefore he was not getting insulin. Customer reported that he went to change the set and it fell out of the pump. Customer's blood glucose reading at the time of the incident was not included in the report. Product is expected to return.

Manufacturer narrative:
Findings: evaluated 1 open/used reservoir. Performed pre-fill reservoir test per. Found no occluded anomaly during filling. Also inspected reservoir¿s snap-cap width dimension per. Using a new lab infusion set connect reservoir. Found reservoir easy to connect/lock/release properly (no physical or cosmetic damage). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.